Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had dirt on the lens surface that could not be removed by normal early water supply irrigation. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the nozzle, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; part of the insertion tube was caught and pinched the insertion tube became deformed; suction cylinder was shaved; paint on air/water cylinder was peeled; and control unit had discoloration. The following device components were found to be scratched: connecting tube, suction connector, universal cord, grip, scope cover, switch box, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, control unit, bending section cover, and scope connector cover unit. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is unknown if there was delay in the start of the pre-cleaning, , it is unknown if the air/water nozzle was flushed with air and water, , it is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges and , it is unknown if the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a material which is included in chemical agent or tap water may have remained. Olympus will continue to monitor field performance for this device.